Manufacturer narrative:
The lancets and lancet device were requested for investigation. Replacement product was sent. The investigation is ongoing. Occupation is patient/consumer.

Event description:
There was an allegation of an issue with a coaguchek softclix lancing device. The customer stated "that the lancet protrudes from the end cap" prior to priming the needle. The customer could not confirm if the lancet was properly seated. The customer replaced the needle and the cap. The customer stated no needle was protruding from the end cap. The customer reported the cap was set to 5.0 and the device was primed. The customer stated the device was not firing and the "yellow lancet button is stuck." The customer confirmed the correct lancets were being used.

Manufacturer narrative:
The lancet device was returned for investigation. Investigation of the device found the lancet was protruding from the endcap due to a piece of the lancet holder being broken off. This impedes the mechanical movement of the device and can cause the lancet to protrude. The root cause is determined to be improper handling by the customer.